Manufacturer narrative:
Valve returned dry. Pending for test results. Internal complaint #(B)(4).

Event description:
On (B)(6) 2004, this sm8 sophy adjustable pressure valve was connected to the catheter before implantation. In order to confirm the shunt patency, the neurosurgeon tried to inject saline without result. He thought the valve occluded during that procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve. No injury was found to the patient due to the valve occlusion.

Manufacturer narrative:
Valve returned dry with no difficulty to flush air or water. Analysis confirmed the damage of the valve, probably due to a high pressure operated when flushing the valve with saline. The DHR indicates the conformity of the valve during the final acceptance checkings. The instruction for use joint with each sophysa medical device set out specific warnings noting first that saline is prohibited for patency test and second using a syringe smaller than 10 cc could provide high pressure inadapted for the device. So no correction action will be done. Internal complaint # (B)(4).

Event description:
On (B)(6) 2004, this sm8 sophy adjustable pressure valve was connected to the catheter before implantation. In order to confirm the shunt patency, the neurosurgeon tried to inject saline without result. He thought the valve occluded during that procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve. No injury was found to the patient due to the valve occlusion. Valve returned dry with no difficult to flush air or water. Analysis confirmed the damage of the valve, probably due to a high pressure operated when flushing the valve with saline. The DHR indicates the conformity of the valve during the final acceptance checkings. The instruction for use joint with each sophysa medical device set out specific warnings noting first that saline is prohibited for patency test and second using a syringe smaller than 10 cc could provide high pressure inadapted for the device. So no correction action will be done. Internal complaint # (B)(4).